Event description:
Per the clinic, the patient experienced middle ear infection leading to extrusion of electrode which results in the decision to explant the device. The device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.